Event description:
The patient's system was explanted due to an infection at the pocket site.

Manufacturer narrative:
Culture reports were positive for infection. The explanted products were kept by the medical facility and will not be returned for evaluation.